Manufacturer narrative:
No service history review can be performed as part number 399.54 with lot number(s) 2090/(B)(4) is a lot/batch controlled item. The manufacture date of this item is october 28, 1999. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history record not available as device is older than 15 years. According to procedure, the records have to be stored for 10 years. No patient information provided because there was no patient involvement. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not provided by reporter. (B)(4). Device is an instrument and is not implanted/explanted. Unknown if device is/not expected to be returned for manufacturer review/investigation. A service history evaluation/review was attempted. The investigation of the complaint articles has shown that:service history review: part no. 399.54, lot no: unknown. No service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service & repair history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair department documented that a handle of chisel broke. No further information was given. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned chisel handle is included in the hip preservation surgery and lcp anterior ankle arthrodesis plates sets and used for bone correction. Based on surgical need, various sizes of chisel blades are offered as attachments which can be attached to chisel handles and used to modify bone as needed. The returned chisel handle was received with signs of heavy usage over its over 15 years of use, including a cracked phenolic handle. The proximal end of the handle had clear signs of repeated impact. A device history record was not available for the returned chisel handle as the device is over 15 years old. Based on the original manufacturing documentation, the returned chisel handle was manufactured in october, 1999. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint description stated that the handle of a chisel broke, but no further information was given. Based on the lack of sufficient information, it is not possible to determine a definitive root cause. The broken phenolic handle is made of polyamide 6/6, which is one of the most versatile engineering thermoplastics because of its excellent balance of strength, ductility, and heat resistance. Nylon 6/6 is considered an outstanding candidate for metal replacement applications. Although the handle is durable and designed to withstand the conditions it is exposed to during use and sterilizations, heavy usage over 15 years of use, along with sterilizations, most likely contributed to the complaint condition. The cumulative effect of the handle being struck while attempting to correct bone could have also played a role in the cracking of the handle. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number, serial number and UDI were obtained upon receipt of the subject device. A service and repair evaluation was performed for the subject device. The customer reported the handle was broken. The repair technician reported ¿handle cracked/broken¿; however, the instrument is not repairable. The cause of the issue is unknown. The subject device was forwarded to synthes customer quality for additional investigation. Service and repair record and device history record reviews have also been requested. The results of the investigations are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.